Manufacturer narrative:
Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed as the amount of specimen drawn into the tube is below the fill line on the tube label. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. To ensure that tubes draw to an acceptable volume a number of factors should be. Considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes had underfill issues during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: is the customer alleging the tubes had "no fill" or "underfill/low volume"? -- underfill stage: during product use. Defect: insufficient negative pressure. Quantity: 2. Impact: no adverse effects on patients and medical staff.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes had underfill issues during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: is the customer alleging the tubes had "no fill" or "underfill/low volume"? -- underfill stage: during product use. Defect: insufficient negative pressure. Quantity: 2. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed as the amount of specimen drawn into the tube is below the fill line on the tube label. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. (B)(6).

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd received twenty (20) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed as the meniscus of the specimen is below the fill line on the tube. Additionally, ten (10) of the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional draw testing and the issue of underfill was not observed. All tubes were within specification limits. D.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 25-oct-2023. Imdrf annex b grid. B01- testing of actual/suspected device. B03 - testing of device from same lot/batch. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes had underfill issues during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: is the customer alleging the tubes had "no fill" or "underfill/low volume"? -- underfill stage: during product use. Defect: insufficient negative pressure. Quantity: 2. Impact: no adverse effects on patients and medical staff.